Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to stress urinary incontinence, rectocele and vaginal stenosis. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, dyspareunia, vaginal scarring and other. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to exposed urethral synthetic tape, dyspareunia with exposed mesh on the right side of the vaginal wall and difficulty with catheterization. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to recurrent exposed urethral tape. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to synthetic mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent repair of rectocele . It was reported that the patient underwent cystoscopy with placement of left double pigtail urethral stent on (B)(6) 2012 due to obstructive pyelonephritis . It was reported excision of exposed mesh combined with concurrent cystoscopy with uretheral stent change and urethroscopy with renal stone removal on (B)(6) 2012 as well.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary tract infection.